Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed and the 2.0 x 8 mm mini vision stent delivery system was advanced. Some resistance was met and it was noted that the stent had dislodged in the lad. A second mini vision stent delivery system was then advanced and the stent deployed to crush the dislodged stent to the vessel wall. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.